Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). Follow-up with the complainant has been conducted for the lot number and this information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the western australia aoa annual scientific meeting held on friday (B)(6) 2016, the royal perth medical physics department presented on the following: 8 lcs retrievals with catastrophic polyethylene wear within only a few years of implantation.

Manufacturer narrative:
The complaint states during the western australia aoa annual scientific meeting held on (B)(6) 2016, the royal perth medical physics department presented on the following: 8 lcs retrievals with catastrophic polyethylene wear within only a few years of implantation. Whilst 5 of these involved duofix femurs, 3 did not. Update (B)(6): during the (B)(4) aoa annual scientific meeting held on (B)(6) 2016, the royal perth medical physics department presented on the following 3 lcs knees showing severe oxidation/wear/delamination (not used in conjunction with lcs duofix femur). 3 new cases are to be created. This is case 2 of 3. No further information is available for this case. The complaint is with regard to the abstract received. This was reviewed by bioengineering in (B)(4) which states the abstracts attached have been reviewed and they do not contain any information related to the complaint description of lcs knees with high wear. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4) depuy considers the investigation closed. Should additional information be received the investigation will be reopened.